Manufacturer narrative:
Product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension.

Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient was charging her device the day prior to the report in her bed for two and a half hours and the stimulation stopped for five to ten minutes and she was in "horrible pain." The patient thought the device was fully charged at that point and "knew" her device was off because "she turned her head and knew there was no stimulation." The patient also stated the device "suddenly" turned off when she was recharging. The patient stated she did not bump her device and there was no electromagnetic interference (emi) around. The patient normally charged her device about every two weeks and had not had any problems. Additional information received on (B)(6) 2012 reported that the patient used the device "24/7." The patient claimed the device would not turn back on and was off for about ten minutes. The physician programmer diary report showed that the device shut off after two hours of charging and then came back on. The patient did not check for a lightning bolt icon or not. There appeared to be no problems with the recharger. Additional information was requested, but was not available as of the date of this report.